Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alert and buttons were worn out and hard to press. The customer blood glucose level was unknown. The screen got blurry at times and could not able to saw it. The buttons had to press several times to work and backlight was dimmer. The insulin pump will not be returned for analysis.